Manufacturer narrative:
Follow-up #1: date of submission 08/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/26/2016 with the following findings: the black box shows one cs-088-85b3 alarms on (B)(6) 2016 at 07:06; deliveries resumed at 07:24. An unexplained por event was observed on (B)(6) 2016 at 23:26; deliveries resumed at (B)(6) 2016 at 06:16. An ezprime sequence and 24hr duration test were successfully completed with no call service alarms being duplicated. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. Removed pump cover; no evidence of internal moisture or damage to the internal components was found. The complaint was verified in the history but could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 088) issue. The reporter stated that the patient had a blood glucose (bg) of 483mg/dl with symptoms of dehydration, vomiting, and shortness of breath. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the call service alarm issue occurred three times in thirty days. This report is being made due to the bg excursion the patient experienced due to an alleged call service alarm issue.